Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21956. It was reported that the patient had their pacemaker system explanted due to an infection. During the explant, vegetation was noted on the right ventricular (rv) lead. The patient was stable before, during and after the procedure.